Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their stimulation and the issue began from day one. Patient had 3 groups. A was for their extensive activities, b was mir, and b was minor for when they were laying down. When patient would lie down on a they would get shockwaves to their legs. Patient used a for when they were actively working since they work in a restaurant and a was a real high settings and worked really well for them. Patient used b which was at their lowest setting and when they were laying down their leg started going crazy and had to turn the stimulator off. Agent redirected patient to their hcp to address the issue. Patient would have a nerve block ending procedure this upcoming friday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.